Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the patient underwent the surgery due to degeneration of lumbar inter vertebral disc. During the surgery, the doctor found the product's head part slipped. The surgeon had to replace a new one to complete the surgery. The product came in contact with the patient.no patient complications were reported.